Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door 2 was failed and it was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 2 had failed. The field service engineer (fse) found that door 2 had failed, with multiple clicks heard from the latch during opening. Conductive grease was applied to the latch switches, and functionality was verified through diagnostics. The system functioned as intended after field service engineer repaired the device.